Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for routine visit, a gradual increase in rv lead impedance since (B)(6) 2016 was observed. The patient had a fall in (B)(6) 2016. There was also an increase in threshold. The patient was demonstrated with vibratory alert and enrolled on merlin.net transmission. Later, the lead was explanted and replaced. The patient was fine before, during and after the procedure.